Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated they were not able to clear the alarm, buttons were not responding and that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input and there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.